Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. However, it was reported that the device was not used past its expiry date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex esophageal fully covered stent was implanted to treat a 3 cm esophageal cancer during a stent placement procedure. Reportedly, during the stent placement procedure, the stent was sutured by the physician to prevent stent migration. According to the complainant, on (B)(6) 2020, a few weeks after the stent placement procedure, a scheduled esophagogastroduodenoscopy (egd) with stent removal procedure was performed per protocol. During the procedure, the physician cut the suture with scissors and then grabbed the stent retrieval suture on the stent with a rat tooth forceps and the retrieval suture broke. Reportedly, the physician grabbed the metal stent with the rat tooth forceps and successfully removed the stent from the patient and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.